Event description:
Information was received that alleged a pump explant due to the patient alleging that it was malfunctioning and not working. Additional communication with the physician covering the issue confirmed that the patient's pump was replaced after an underinfusion volume discrepancy, where the expected volume was approximately 3-4ml and the actual aspirated volume was approximately 15-16ml. Physician reported that the patient was having either no effect or side effects from the pump so it was decided that the pump was malfunctioning.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).